Manufacturer narrative:
The field service engineer (fse) found the diluent dispense nozzle was blocked causing the diluent tubing to split where it connects to the bottom of the ise unit. The fse replaced the tubing and flushed the diluent nozzle. Calibration and qc were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect k for gen.2 on a cobas 8000 ise module. The initial k result was 5.9 mmol/l. The repeat result was either 4.5 mmol/l or 4.2 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct. The k electrode lot number and expiration date were not provided.